Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified iliac artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at around nominal pressure for a few seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.